Event description:
The following complaint was reported: 0.5-1cm x 2 cm x 0.2 cm deep anal erosion noted on (B)(6) 2013. Wound ostomy continence nurse consulted at that time. Fecal management system removed. Insertion date unk but was in for twenty-one days or less. Account of fluid instilled into balloon unk. No contraindications for insertion. No untoward effects noted from issue.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Should additional info become available a follow-up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.